Manufacturer narrative:
Concomitant products: 100ml zosyn (piperacillin-tazo), lot ln099952, exp.12/03/16; b.braun 250ml IV bag of 0.9% nacl injection, lot j5p221, exp. 11/2017; therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a backflow during a primary infusion of nss 250ml at kvo and a secondary infusion of zosyn 4.5 gm in 100ml, rate not specified. There was no patient harm.

Manufacturer narrative:
The customer¿s report of backflow was confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and noted to be assembled in the set correctly, with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle measured 0.0122¿ long and was identified to be calcium carbonate. The cause of the check valve failure is a calcium carbonate particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate was not identified.

Event description:
The customer reported a secondary bag of zosyn 4.5 gm/100ml infusing at 200ml/hr back flowed into the primary bag of ns 250ml at kvo. There was no patient harm.